Event description:
Caller reports the expiration date printed on the comfort curve test strip vial as 5/31/09. Manufacturer reports the expiration date as 1/31/09. No adverse event reported. Requested return of suspect device, and replacement was sent.